Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The t:slim user guide states: novolog has been tested up to 72 hours. Additionally, the t:slim user guide states: "change your infusion set every 48¿72 hours. The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer had been using the cartridge for over 72 hours which was off label. A cartridge change was performed resolving the occlusion. There was no adverse impact to customer¿s blood glucose level.